Event description:
Ez flow 480 ambulatory infusion pump: pump was running in continuous mode, then without warning the screen went blank. A zig zag line came across screen. Pump would not turn back on.